Event description:
It was reported that the product became hot during a surgical procedure. There is no report of user or patient injury as a result of this event. Several attempts were made to gather additional details from the account without success.

Manufacturer narrative:
The handpiece was received at the manufacturer for investigation. According to the quality investigation, the failure could not be duplicated. Preventative maintenance was performed on the device and has since been returned to the account.